Event description:
It was reported that preoperatively, the balloon did not inflate. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon, obturators, dissector balloon, lock collar, 5mm optical trocar, 5mm obturator, valve seal and doors were intact. The inflation syringe and insufflation bulb were received. The valve seal for the trocar balloon was disengaged and received attached to the cannula of the dissector balloon. Adhesive was noted in the disengaged/missing valve seal area. Functional testing found that the trocar balloon was inflated using the received syringe, no leaks detected. The dissector balloon was inflated using the received bulb, no leaks detected. The ports passed an air leak test. It was reported that the balloon did not inflate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of disengaged seal. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied during clinical application. The manufacturing records for each device are tho roughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.